Event description:
The info provided to sjm indicated a 6f angio-seal vip was selected for use. Following deployment, as the sheath assembly was being withdrawn, the tamper tube and the clear stop did not appear. A cutdown was performed and a hemostat was used to complete the collagen/anchor sandwich was completed and hemostasis was achieved. The pt was discharged with no further complications.